Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and subsequent balloon tear occurred. The occluded target lesion was located in an arteriovenous fistula located in the patient's arm. The mustang balloon catheter was advanced and during an unspecified inflation attempt, the balloon ruptured. Rated burst pressure was not exceeded and a circumferential tear was observed upon removal. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).